Manufacturer narrative:
The reported complaint of premature discharge of battery was not confirmed. The device was received in normal elective replacement indicator range of operation. Analysis of device image noted usage of defibrillation due to patient need. Further electrical testing was performed and no issues were noted. Longevity assessment found the device was operating at the elective replacement indicator (eri) voltage consistent with normal usage.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's implantable cardioverter defibrillator. The device was explanted (B)(6) replaced on (B)(6) 2026. No information regarding patient consequences were reported.